Event description:
It was reported that (2) lcsc5 was used with the hp052 during laparoscopic colon resection procedure. It was reported by the rep that the surgeon started case with lcsc5 connected to luke handpiece. Flat tone continually heard. The surgeon re-attached and same flat tone. Attached new lcsc5 to same handpiece and same situation. The surgeon pulled another new lcsc5 (third one) and still got flat tone. So the surgeon pulled older (white) air cooled handpiece and situation resolved. There was no consequence to pt.